Event description:
The customer reported that his blood glucose reached 19 mmol/l (342 mg/dl) after less than a day wearing the device on his abdomen. The cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer reported that the cannula was dislodged from the infusion site, which could interrupt insulin delivery and contributed to hyperglycemia. The omnipod user guide warns 'check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and 'test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.